Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The patient reported that the infusion set tape was not sticking during night. The patient experienced high blood glucose level which was corrected by insulin injection. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: turkey. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.